Event description:
It was reported that the cable was damaged and "suspected cable disconnection". No patient injury was reported.

Manufacturer narrative:
Optical module, model om-2, (B) (4) was reported by customer that the cable was damaged and "suspected cable disconnection". The optical module was returned back to the edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found an electrical connector problem. The service history record was reviewed and all manufacturing requirements were met.